Manufacturer narrative:
On june 27, 2022, mentor became aware that the patient also suffered bilateral breast deformities. On june 29, 2022, mentor became aware that during the revision surgery on (B)(6) 2022, the patient was also diagnosed with bilateral cosmetically unacceptable appearance of the breasts. The right and left breast implants were removed intact with their breast capsules. There was no confirmation of ruptures. The patient underwent bilateral removal, complete capsulectomy, and mastopexy.

Manufacturer narrative:
On june 2, 2022, mentor became aware that the correct date of explantation was on (B)(6) 2022. The implants were discovered to be ruptured. On june 6, 2022, mentor became aware that the patient's implants were not replaced and were possibly discarded. Mentor also became aware that the correct date of event was on (B)(6) 2022. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: material rupture.

Manufacturer narrative:
On july 18, 2022 and july 29, 2022, mentor became aware that the implants were indeed ruptured upon removal. They were removed enbloc with their capsules intact in order to not contaminate the breast pockets.

Event description:
It was reported that a female patient underwent breast prostheses implantation surgery with two 400cc mentor memorygel breast implants. Post-operatively, the patient suffered bilateral breast capsular contractures (baker grade unknown). The breasts were hard and causing pain and discomfort. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the patient's date of explantation has been updated to (B)(6) 2022 and that the patient's capsular contracture are baker grade IV.

Manufacturer narrative:
On march 21, 2022, mentor became aware that the patient has been scheduled for implant removal surgery in (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture, breast pain.